Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that interrogation of the pulse generator resulted in the message -diagnostics cleared due to invalid data-. The device was explanted and replaced due to normal elective replacement indicator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.